Event description:
Procedure: nissen. According to the reporter: "handle broke". Applied another device. There was no tissue damage, unanticipated blood loss, unanticipated colostomy, formal laparotomy, re-operation, conversation to open procedure, or extended operating room time. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes.

Manufacturer narrative:
(B)(4).